Manufacturer narrative:
The display was blank because, the battery tube was not plugged into the interface board properly. The battery cap coin slot and the battery cap threads were damaged.

Event description:
It was reported that the battery cap could not be removed. Nothing further was reported.